Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction of event date from (B)(6) 2015 to (B)(6) 2015.

Event description:
It was reported that t-wave oversensing was observed. The device was reprogrammed.